Event description:
It was reported that during a percutaneous coronary intervention (pci), balloon inflation and deflation difficulties were encountered. The pt presented with in-stent restenosis of a previously placed stent in the mid-right coronary artery (rca). Another MFR's guide wire and a jr4 guide catheter were used to gain access to the lesion. The maverick2 3.0 x 20mm balloon catheter was advanced to the lesion. During predilatation of the in -stent restenosis, it was noted that the balloon was slow to inflate and inflated "proximally to distally." The balloon was inflated to 12 atms. Following initial inflation, the balloon would not deflate. The inflation device was removed and a syringe was used in an attempt to deflate the balloon; this was unsuccessful. Therefore, the physician retracted the inflated balloon into the guide. The entire system: guide catheter, guide wire, and balloon catheter were removed as a single unit. Upon removal from the pt, the physician was unable to withdraw the balloon from the guide catheter. Therefore, the guide catheter was cut open to remove the balloon catheter. No pt injuries or complications were reported. The procedure was completed with another MFR's device. Additional info has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.